Event description:
Surgeon was going to grasp femoral head with femoral head grasper, and one side of the grasper snapped off when grasping femoral head in hip cavity. Handle and piece retrieved and matched up to make sure all were accounted for. Instrument pieces passed off sterile field and placed in biohazard bag. Manager contacted and given the instrument confirming with her the piece matched the handle and all were accounted for. FDA safety report ID# (B)(4).